Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and patient experienced syncope, fainting and loss of consciousness. Rv lead was replaced. No additional adverse patient effects were reported.